Manufacturer narrative:
Qn#(B)(4). Returned for investigation was an ac3 front end board. Visual inspection of the front end board was performed and no abnormality was noted. The front-end board was installed into a known good ac3 for functional testing. The pump was powered on with no abnormalities. A patient simulator was connected to the pump and pumping was initiated in autopilot. The front end board passed voltage check, bp transducer, and static ram memory. Performed ECG, ap signal and trigger checklist and passed. The pump was left to run for over 3 hours without any alarms or errors. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of system error 7 is not confirmed. The returned front end board passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Additional information was received from the customer on 01 nov 2022. The information states that "at 1032, patient's iabp console began to alarm 'loss of signal'. Upon assessment, iabp console ECG lead was not reading & iabp was not triggering. Attempted to place iabp in operator mode with ap trigger, iabp would not trigger on ap mode. Patient became symptomatic with dyspnea & chest pain; ccu fellow & attending alerted & at bedside. Perfusion paged emergently for replacement console; backup console obtained by ccu charge rn. As troubleshooting progressed, console screen began to flicker & become blurry. Iabp console was rebooted which temporarily resolved issue; iabp interruption total time approx. 5mins. Perfusion staff arrived with replacement console & console was exchanged without incident or difficulty. Balloon position confirmed via cxr. Patient reports improvement of symptoms following resolution of iabp console malfunction. The second event occurred six days after the first. I did confirm wit our team that the second pump was replaced. This is reflected in the statement above, where the charge nurse had to borrow the third unit from our thoracic cardiovascular postoperative unit. Two events occurred on the same patient. First event occurred (B)(6) 2022 ( sn:(B)(6)). Second event occurred (B)(6) 2022 (sn:(B)(6))". Associated MDR 3010532612-2022-00496. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "iabp was on a patient in the ccu that showed a system error 7 subcode 10. The [clinicians] said that the display went fuzzy and then went blank. Also, other errors were observed. The unit was swapped out with another, and patient was sent to CT for evaluation". Additional information states the "patient called out saying they did not feel right. The [clinician] went to check on the patient and saw that the balloon pump was not functioning properly. Iabp alarming with multiple error messages, screen was blurry, and waveforms were sporadic and/or flat. The [clinician] asked for a new iabp and for providers and perfusionist to be called to bedside. The patient was complaining of severe chest and abdominal pain. The [clinician] checked patient positioning, leads, tubing, and iabp groin entry site and saw no issues. Iabp switched out to new machine, iabp triggering appropriately, and patient pain resolved. Labs, CT scan, and x-ray completed. Vital signs stable, no change in assessment". Attempts to review results of labs, CT scan, and x-ray made to customer, however no response was received at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "iabp was on a patient in the ccu that showed a system error 7 subcode 10. The [clinicians] said that the display went fuzzy and then went blank. Also, other errors were observed. The unit was swapped out with another, and patient was sent to CT for evaluation". Additional information states the "patient called out saying they did not feel right. The [clinician] went to check on the patient and saw that the balloon pump was not functioning properly. Iabp alarming with multiple error messages, screen was blurry, and waveforms were sporadic and/or flat. The [clinician] asked for a new iabp and for providers and perfusionist to be called to bedside. The patient was complaining of severe chest and abdominal pain. The [clinician] checked patient positioning, leads, tubing, and iabp groin entry site and saw no issues. Iabp switched out to new machine, iabp triggering appropriately, and patient pain resolved. Labs, CT scan, and x-ray completed. Vital signs stable, no change in assessment". Attempts to review results of labs, CT scan, and x-ray made to customer, however no response was received at the time of this report.